Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, an error message appeared "release the pressure on the blade of the harmonic generator" when gripping tissue and dissecting with the harmonic ace instrument. The blade of the harmonic ace was found broken and fell into the patient. The broken blade was retrieved during the same procedure, confirmed by visual inspection. The surgery was completed robotically. No post-operative test or additional surgical procedure was required, and the patient had not experienced any post-surgical complications related to retaining the foreign object.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.411" x 0.083" was found to be broken off. The broken piece was returned. Components adjacent to the broken blade did not show damage. An additional related finding was that the instrument failed the energy recognition test. The instrument was connected to an in-house system and generator, and the instrument failed the energy recognition test which was attributed to the broken blade.